Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers were scrolling on their own. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump up error button did not response due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.